Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: patient was implanted with broad lcp plate with cable pin and lhs on (B)(6) 2012. During rehabilitation, the surgeon found a re-fracture on (B)(6) 2012. Patient was returned to the or on (B)(6) 2012 for removal of hardware. The plate broke post-operative in situ. The surgeon removed the broken plate and changed the plate. Surgeon reported that the patient didn't do heavy exercises during rehabilitation. This is 1 of 2 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested.